Manufacturer narrative:
H6: this device was manufactured in 2004 and is therefore beyond its defined service life. Per instructions for use (IFU) 60001253-d for invacare homefill ® oxygen system page 26 section 5.3 service life: "the expected service life of this product is 5 years or 5,000 hours of operation when used in accordance with the safety instructions, maintenance intervals and correct use, stated in this manual. The effective service life can vary according to frequency and intensity of use. Maintenance should be done at least every week." As the device has exceeded its defined service life, it is considered no longer suitable for evaluation against performance and safety requirements. No additional device-specific information is available to support further technical analysis. In the event that ventec is provided with additional information about this investigation, a follow-up report will be submitted as defined by 21 cfr 803.56. The device has not been returned to ventec or invacare for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: the patient contacted ventec directly, as a result, section e1 name and address are na, and the phone number shall be left blank, to protect their privacy. This device was manufactured and placed into commercial distribution back in july of 2004, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, state none. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that an invacare® homefill® oxygen system would not fill. The reporter, a patient, advised that the top tank had been on for 24 hours and would not fill. The patient further advised that it also makes a loud noise and vibrates during operation, and that she had experienced these issues since last august (2024) despite a technician visiting multiple times to examine/repair it. The patient stated that she had to go to the hospital due to the issues she¿s experienced with the device, however, no details about her hospital visit or condition were provided. It is also unclear what the issue was with the device which may have caused the patient to be hospitalized, as what was reported is not likely to cause or contribute to death or serious injury. No further details about the patient were provided.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d3, mfg establishment name, of the initial medwatch report stated: ventec life systems, inc. Section d3, mfg establishment name, of the initial medwatch report should have stated: invacare (B)(6). Section d3, address 1, of the initial medwatch report stated: (B)(6). Section d3, address 1, of the initial medwatch report should have stated: (B)(6). Section d3, city, of the initial medwatch report stated: (B)(6). Section d3, city, of the initial medwatch report should have stated: (B)(6). Section d3, zip code, of the initial medwatch report stated: (B)(6). Section d3, zip code, of the initial medwatch report should have stated: (B)(6).